Event description:
The advocate stated the customer received blood glucose readings between 70-100 mg/dl using his contour meter and a reading of 200 mg/dl from another meter. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.